Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient's implant site became ulcerated. On (B)(6) 2016 the patient was prescribed topical antibiotics. The implanted device remains.